Manufacturer narrative:
Device passed basic occlusion test and displacement test. No compromised force sensor system alarms were noted. However, unable to prime device during prime/ compromised force sensor system test due to faulty force sensor resistor. Device received with minor scratches on lcd window. Device received with cracked case at display window corners. Device received with broken reservoir tube lip. Device received with corroded battery tube.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm during manual prime. Insulin was squirting out during manual prime. Customer's blood glucose was 103 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.